Event description:
Pt presented 1/24/2006 with corneal ulcer right eye. Had been using prednisilone acetate qid prior to presentation, was using vigamox hourly at presentation. Pt was a contact lens wearer, wore acuvue ii lenses, denied wearing lenses overnight and stated she disposed of contact lenses after 2 weeks as instructed. Pt had been using renu contact lens solution, pt stated was moistureloc solution. Infiltrate of cornea had irregular borders. Cultures/stains performed. Stains positive for hyphae. Cultures positive for fusarium. Pt started on oral itraconazole and topical natamycin, vigamox decreased to 4 times a day. Ulcer worsened, topical amphotericin added. Initial improvement noted. Pt presented with corneal perforation, flat anterior chamber. Pt underwent tectonic penetrating keratoplasty same day. Treated postoperatively with same meds except topical cyclsporine added. To date, no evidence of recurrence of fusarium. Medications have been tapered, visual acuity of count fingers. Best corrected 20/300.